Manufacturer narrative:
510k: this report is for an unk - extraction instruments: universal screw removal: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, removal surgery for the fns implants was applied to the patient who underwent an unknown surgery on an unknown date. During removal surgery, the surgeon had difficulty untightening the locking screw by using an unknown extraction instrument because the locking screw did not rotate. Finally, he could remove the locking screw by using a carbide drill. Removal surgery was successfully completed. There were no patient consequences are reported. Concomitant devices reported: unknown plate (part# unknown, lot# unknown, quantity 1). Unknown bolt (part# unknown, lot# unknown, quantity 1). Unknown antirotation screw (part# unknown, lot# unknown, quantity 1). This complaint involves two (2) devices. This report is for (1) unk - extraction instruments: universal screw removal: trauma. This is report 2 of 2 for (B)(4). Related product complaint: (B)(4).